Event description:
The manufacturer received information alleging a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused a patient to develop a panic attack. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously received information alleging a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused a patient to develop a panic attack. There is no report of the medical intervention that the patient has received at this time. In the previously submitted report section b5 was incomplete, section b5 is- the patient also alleged of having difficulty breathing/short of breath. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence indeterminate brown dust-like contamination around edges of front panel, grey dust-like contaminants inside port, beige dust-like contaminant around edges of air inlet of blower box, indeterminate brown dust-like contaminants and hair-like objects inside bottom enclosure, white dust-like film all over outside of blower box, white dust-like contaminants and white hair-like objects on top of blower, liquid ingress with mineral buildup on bottom of blower and within blower box. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device was hooked up to power supply, airflow was verified and the device operated properly. The device's event logs were downloaded and reviewed. The manufacturer found no errors logged. The manufacturer concludes there was evidence of indeterminate brown dust-like contamination around edges of front panel, grey dust-like contaminants inside port, beige dust-like contaminant around edges of air inlet of blower box, indeterminate brown dust-like contaminants and hair-like objects inside bottom enclosure, white dust-like film all over outside of blower box, white dust-like contaminants and white hair-like objects on top of blower, liquid ingress with mineral buildup on bottom of blower and within blower box. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown. Section d9, g3 and h6 has been updated in this report.